Event description:
It was reported that the epg (external pulse generator) has a damaged case. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover and side bail covers were broken, one control knob and spring were missing, one control knob was broken, the battery drawer was damaged, the ring cover was contaminated, the interconnect flex was creased and the serial number label was torn. (B)(4).